Event description:
A malfunction was reported on a customer's pump, which occurred in extreme temperatures as the customer works as a firefighter. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer successfully reset the pump and was advised to continue its use. Technical support instructed the customer to call back if the malfunction code recurred, and the customer understood this instruction.